Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-procedural aortic gradient was 40mmhg (peak) and 20mmhg (mean). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott ballon. During the procedure, the valve was able to be implanted successfully at a depth of approximately 4mm on the non-coronary cusp (ncc). At the end of the procedure, echocardiogram (echo) revealed, mild paravalvular leak (pvl) and mild central regurgitation. Post-procedural gradient was 14mmhg (peak) and 7mmhg (mean). On (B)(6) 2026 upon patient evaluation, the valve was found to have migrated into the left ventricle. The implanter believes the cause of migration as the post-dilation was not performed. The patient is currently observed with a moderate to severe grade of pvl requiring a percutaneous intervention to treat the condition. It was reported that a second balloon expandable valve will be implanted to resolve the event.